Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the event occurred due to the slice on a cable. However, a definitive root of cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a slice on a cable. There was no patient involvement.